Manufacturer narrative:
(B)(4). The device was received for evaluation. Functional, electrical, and pneumatic system testing did not identify an malfunctions related to the reported condition. Simulated use testing determined that the device functioned within specification. A device history review and service history review were conducted. There were no deviations found related to this reported condition during these reviews. The evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet begun. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that the home patient (hp) noticed that the homechoice (hc) displayed incorrect readings during drain one cycle of the therapy. The night of the therapy, the hp started out empty. The hp performed fill one, where the fill volume was 2300 ml. During drain one cycle of the therapy, the hc first showed that the hp drained 1954 ml. After pressing stop and go multiple times, the hc displayed a drain volume of 0ml and the hp started to drain again. Later, the hc showed that the hp drained somewhere around 2300 ml. The hp stated that it would be impossible to drain both volumes shown by the hc machine since the hp started the therapy empty. The hp did not experience overfill or any other symptoms during therapy and believed that the machine was displaying incorrect readings.. Once the hp received a new hc device, the therapy has been going without any issues. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.